Event description:
Device #2 of 2. Reference MFR. Report: 1627487-2014-26535. The patient has two model 3163 leads (off-label) from the same lot implanted. It was reported during a permanent implant procedure lead diagnostics revealed invalid impedance readings on the two model 3163 leads using the 3343 dual extension. The physician made multiple attempts to switch connectors and impedance readings were either invalid or high. The surgical leads were within normal impedances. The model 3163 leads were tested individually and though impedances remained high the physician elected to leave them in place. Follow up identified the patient has received effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.